Event description:
There were no adverse consequences or medical intervention.

Manufacturer narrative:
This report was filed in error, there are no allegations of metal shavings reported for this serial number.

Event description:
It was reported that the revolution cement gun was producing metal shavings during cleaning. There were no adverse consequences or medical intervention.